Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 334 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the minimum fill notification issue could not be verified.